Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose was in the mid 300 mg/dl range. Reportedly, the customer was unable to clear the alarm. The contact declined troubleshooting with tandem technical support, and reported that manual injections were available for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.